Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine supply change the user noted hyperglycemia to 200¿211 mg/dl, followed by unannounced intake of a carbohydrate snack, after which the ilet delivered automated dosing and reduced glucose to 95 mg/dl, with a subsequent return to range at 139 mg/dl; there were no device alerts, no assistance required, and no medical intervention. Symptoms included feeling okay without clinical sequelae. Outcomes included transient hyperglycemia that resolved with automated therapy and self-monitoring. Investigation included complaint handling review and troubleshooting with user education. Investigation of this case revealed no device malfunction or component issue and indicated user behavior (unannounced snack) as a plausible contributor, while the device performed as designed by correcting glucose without alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors and appropriate device function.